Manufacturer narrative:
The t:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was inaccurate. Tandem technical support reviewed pump data, and found the pump date was not set when the pump was initially received. There was no reported impact to customer's blood glucose level. Reportedly, the contact successfully adjusted the pump date.